Manufacturer narrative:
The insulin pump passed all functional testing including idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump passed the displacement accuracy test. The test minilink transmitter with the glucose sensor simulator communicates properly to the pump and 100 mg/dl registered properly in the calibration history noted. No cracks on the screen noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 150 mg/dl. The customer had symptoms such as ketones and vomiting. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer stated that the pump is cracked where you put the battery in. The customer reported no delivery alarm. The insulin pump will be returned for analysis.